Event description:
The customer reported a false negative result, including a non-detection of a double population (dp), of one patient sample with the anti-b of the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the anti-b column reaction was interpreted as negative instead of positive / dp by the instrument. The reverse typing indicated the blood group b. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect result was released. According to the customer, the manual verification in tube test showed a 2+ reaction with anti-b, including a mixed field. The patient was transfused with o negative blood units, which explained the mixed field/dp. The customer did neither return the supposedly defective product for investigational testing nor the affected patient sample that had caused the false negative result/ dp. But the customer provided us the result image as well as the trace files from the sample which was tested on (B)(6) 2020 with ih-card abo/d(dvi-)+rev.a1, b, lot 8924050. Both confirmed the customers observation of a false negative interpretation in the anti-b well that were not concordant with the reverse type. Furthermore, a dp was clearly visible. The analyses of the trace files showed that the test was correctly performed, and the volume dispensed on each well was conform. The algorithm image analysis identified the maximum population and it was at the bottom of the anti-b well. After that, the procedure of the algorithm image ih-card analysis is to check if it is a dp or not. The threshold is at 4 and the detection is at 3. Within this complaint the value was at 3 and therefore on the limit of the algorithm. However, after checking the adjustment of the azimuth, it was found that there was a small maladjustment of the camera. The right-hand side of the ih-card was not aligned with the target set. After virtually modification of the azimuth the value increased to 6 and the algorithm gave a correct dp result. Therefore, an engineer was sent to the customer site who verified the reading station (azimuth) and calibrated the camera. No further complaints about similar issues were reported by the customer after this action. In addition, our quality control laboratory tested their retention sample of the ih-card abo/d(dvi-)+rev.a1, b with different donor samples on ih-1000. All positive and negative results were correct. We did not observe any double population. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Testing by our quality control laboratory confirmed the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b, lot 8924050 function correctly. After thorough investigation the reason for the false negative interpreted result at the customer's site could be identified. The issue could be solved by an adjustment and calibration of the reading module.

Manufacturer narrative:
This is our final report on this incident. Our intial report was issued for the ih-card abo/d(dvi-)+rev.a1,b but our investigation showed that the misalignment of the ih-1000 camera caused the problem.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative result of one patient sample with the anti-b of the ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. The customer stated that the anti-b column reaction was interpreted as negative instead of positive / double population (dp) by the instrument. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect result was released. We are still waiting for the trace files of ih-1000 for further investigation. In the meantime our quality control laboratory tested their retention sample of ih-card abo/d(dvi-)+rev.a1, b with different donor samples on ih-1000. All positive and negative results were correct. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.